Event description:
A rep of gensia was informed of an adverse event that occurred after lma use. The case involved a female pt who underwent a 1.5 hour cystoscopy and exploration. During recovery, the pt initially complained of a scratchy throat. This developed into respiratory complaints. A fiberoptic exam revealed the pt's arytenoids were very edematous and partially occluding the airway. The pt was intubated, given multiple doses of IV decadron, and ventilated in the ICU for two days. The pt was extubated for 48 hrs, and has subsequently been discharged. The net consult thought the pt's symptoms were consistent with an allergic response.